Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead developed redness and swelling in the device pocket area with signs of infection approximately 6 weeks post implant of the ICD. The patient also indicated the area was tender to the touch. It was noted the patient was being referred for device and lead explant. To date, no additional information is available regarding any plans for system explant. No additional adverse patient effects were reported. Available information indicates this device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.